Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected "insulin flow block" alarms were noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had insulin flow blocked alarm during fill tubing. The customer¿s blood glucose was 7.2 mmol/l at the time of the incident. Customer stated the insulin did not exit. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. Troubleshooting was performed. The insulin pump will be returned for analysis.